Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). It was reported that the patient explained that the stimulator never really helped their pain, which is why they decided to have it removed. Patient also mentioned a history of chronic urticaria pigmentosa (hives) as a child. Patient hadn¿t had hives since they were a child, but they returned shortly after their implant in 2022 and have persisted ever since. Patient also shared that they hadn¿t used the stimulator in several months. About five weeks ago, they charged it up again, but it still didn¿t help. At that point, they decided to see the healthcare provider (hcp) about removing it. Hcp only knew the device hadn¿t provided pain relief. Issue is resolved.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) , model 97715, serial number (B)(6), revealed the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a 1 full physician mode recharge. The returned ins passed all testing in the laboratory and no anomalies were identified. Telemetry was successfully established with returned ins. Good stable output was observed using electrode pairs ins had when received. Good stable output was observed using all electrode pairs referencing one electrode with returned ins. The returned device passed the atlas final function test. Analysis of the lead , model 977c265, serial number (B)(6), revealed the returned lead passed all laboratory testing, and no anomalies were identified. Body insulation was cut through, lead was segmented 15.3cm from the distal end (0-7), and 15.3cm from the distal end (8-15). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.